Manufacturer narrative:
The customer replaced the architect reagent probe which resolved the issue. A review of architect c401707 instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the part was replaced. A review of the architect c4000 platform found all erratic results were below the upper control limit. A review of historical data for the architect and the associated parts with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for either the architect c4000, serial number (B)(6) , or the associated part (c4 reagent probe list # 01g47-04).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Event description:
The customer reported elevated co2 results generated on the architect c4000 analyzer on three patients. Results provided: (B)(6), normal range 22.0 - 29.0 mmol/l. No impact to patient management was reported.